Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The company representative reported via phone call that the insulin pump alarmed no delivery during the bolus procedure. The blood glucose reading was 337 mg/dl. The reservoir was not empty and the cannula was not bent. The customer used different lot's and insertion locations, but the issue continued. The customer was advised to return the insulin pump for analysis.

Manufacturer narrative:
The arrow buttons did not respond due to flattened button dome switches. No unlocked keypad connector on the lcd was noted. The pump was received with minor scratches on the display window, and a cracked reservoir tube lip.